Event description:
The pt experienced a loss of therapeutic effect and felt no stimulation sensation. Device interrogation revealed impedances greater than 4000 ohms. The pt was referred to a neurosurgeon for possible paddle lead placement. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.